Manufacturer narrative:
The product was not returned for eval. The user reported a dislodge cannula. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported his blood glucose reached "high" (greater than 500 mg/dl) and that the cannula was out of the skin. The pod was worn between 4 and 24 hours.